Manufacturer narrative:
Any missing information or incomplete data is the result of information not being provided or released by the reporter despite attempts to obtain the required information. The instrument repair facility reported the instrument was returned for analysis, and a visual examination of the device indicates the instrument was poorly maintained evident by impact points on the jaws operating wire in addition to the wire being bent.

Event description:
The customer reported part of the ceramic tip had broken off of the instrument clamp (jaw), and could not be located by the hospital staff. The staff was uncertain if the clamp had broken during a procedure, or if the breakage occurred during processing, sterilization, or during the cleaning process.